Manufacturer narrative:
Concomitant medical product: 0064 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have no capture, undersensing, no sensing and high thresholds. The x-ray revealed the atrial lead to be dislodged. The ra lead was capped and replaced. Also, the implant date of lead was noted to be after the use before date. No patient complications have been reported as a result of this event.